Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The device was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed buttons error. The blood glucose reading was 129 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.